Event description:
A patient utilizing the above device for urinary incontinence management developed a skin injury to the inner thigh. The injury appears to be associated with contact from the device¿s blue plastic catheter tip, which caused localized tissue damage. As a result, the patient experienced notable pain and discomfort.